Manufacturer narrative:
Citation: singh m et al. Transcatheter valve¿in¿valve aortic valve replacement with bioprosthetic valve fracture/stretching technique in a degenerated mitroflow valve. Journal of cardiology cases. 2020 may; 21(5):189-192. Doi: 10.1016/j.jccase.2020.01.006. Available online (B)(6) 2020. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via a literature case report regarding an (B)(6) year-old female patient with a previously implanted 19 mm non-medtronic surgical aortic valve who presented with unspecified symptoms associated with bioprosthetic valve degeneration. Cardiac catheterization revealed a mean transvalvular gradient of 49 mmhg. The heart team decided to perform valve-in-valve transcatheter aortic valve replacement with a 23 mm medtronic evolut pro (serial number not provided). Following valve deployment, suboptimal expansion of the valve frame was observed and a post-implant balloon aortic valvuloplasty (bav) was performed with an 18 mm non-medtronic balloon. A residual mean gradient of 33 mmhg was noted after the bav. Subsequently, an attempt to stretch or fracture the annular ring of the degenerated surgical valve was initiated with a 20 mm non-medtronic balloon. The balloon was inflated to 15 atmospheres and fluoroscopic imaging revealed a sudden release of the ¿waist¿ of the balloon which confirmed successful enlargement of the surgical valve¿s annular ring. The mean gradient was reduced to 10 mmhg. It was reported that no noticeable break in the continuity of the surgical valve¿s annular ring was found on fluoroscopy, but a possible fracture of the annular ring could not be ruled out. Two days following the procedure, the patient was discharged in stable condition and reported significant symptomatic improvement at clinical follow-up. No additional adverse patient effects or product performance issues were reported.